Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and capsular contracture baker grade unknown. The status of the device is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6.

Event description:
Healthcare professional reported pain, "foreign body reaction" and "chronic inflammation with fibrosis".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted.